Manufacturer narrative:
Case (B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the eml2 device was not reported or able to be subsequently ascertained.

Event description:
It was reported on (B)(6) 2020 a (B)(6) year-old male patient underwent a thoracoscopic maze procedure through mini thoracotomy approach. The patient had at least three previous catheter ablations. There was scarring and the heart was hard and taut. While the surgeon was finishing the last ablations with an eml2 device, the tissue of the left superior pulmonary vein (lspv) tore creating a hole. The surgeon managed the perforation. A tee and epicardial ultrasound were done to confirm success of the lspv hole closure. The surgeon stated the disease state of the heart was ultimately the cause of the incident because the tissue was so problematic. Patient is recovering. There was no reported device malfunction, the adverse event was the result of a procedural complication.